Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a patient presented in the ed with shortness of breath. I-stat, draw time: unk, result: 0.35. I-stat, draw time: unk, result: 0.00, 45 minutes later. Lab, draw time: unk, result: 0.01. The customer states that the patient was admitted, but was not treated based on the I-stat results. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).